Event description:
The pt reported blood glucose results of "282 mg/dl and 168 mg/dl" with the lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results execeeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The pt was unable to perform a control solution test as the control solution was expired. The meter, test strips and control solution were replaced.